Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump alarmed no delivery and had issues with batteries and priming. Customer blood glucose was unk. Troubleshooting was done. Customer stated that the battery lasted for one week. Advised the customer that the average battery life is one week. Assisted the customer in changing and insulin pump rewind/manual prime and to insert reservoir in the insulin pump. Customer went through the manual prime and she did not receive delivery alarm. Customer stated that her reservoir was empty. Advised the no delivery alarm was because the reservoir was empty. Advised customer how to lock reservoir in the insulin pump and assisted the customer on how to bolus. No further info provided.